Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly, the pump was charging when temperature alarm occurred. Customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.